Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2; a3a; a4; b5; b6; d1; d4; d6a; g2; g4; h4; h6. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported left side rupture, and pericapsular echogenic collection in external quadrants of 3.8cc.¿ the device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported, unknown side rupture. Device remains implanted.